Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site and was prescribed multiple courses of antibiotics (dates not reported). In (B)(6) 2014 (day not reported), the patient underwent revision surgery to excise the excess skin. Subsequently on (B)(6) 2015, the patient underwent a second revision surgery; the abutment was removed and a magnet was placed. The implanted device remains.